Event description:
Narrative: user facility reported that after the user set up the acist angiographic contrast injection system, model cvi, an air column detect alert message appeared. The user purged three times to clear the air column detect alert message. Upon the first injection into the pt, the user saw that approx 5cc of air had been injected into the pt's left coronary artery. The user checked the tubing connections and saw that contrast media was leaking from a loose connection between the bt2000 2.5" high-pressure manifold tubing and the high-pressure tubing which connects to the catheter. The pt had EKG changes, shortness of breath, and diaphoresis. After the event, the pt was reported to be in stable condition. (B)(4).

Manufacturer narrative:
The acist angiographic contrast injection system, model cvi, was returned to acist on june 25, 2010 for testing. The injection system was functionally tested and met the pre-established specs. There is no evidence of device malfunction based on the data from the analysis of the injector. The disposable kits used during the event were discarded by the user facility; therefore, no analysis could be made of those items. The angiogram of the event was reviewed by a member of acist's medical advisory board. The angiogram shows that air was injected on the first injection of the left coronary. The pt had mild clinical symptoms (shortness of breath and transient ECG changes). There was no permanent injury noted. There is no evidence of device malfunction based on the results of the injector testing. The source of air may have been the incomplete connection of the 2.5" high-pressure tubing and the high-pressure tubing to the catheter. An incomplete purge of air from the catheter or high-pressure tubing prior to the first injection could also be the source of air; however, no definite conclusion can be made to the cause of the event. This report is closed.